Event description:
The customer complained that the recovery of cd34+ cells was low (41 %) for a separation procedure. 45% of cd34+ cells were found in the negative fraction. The customer stated that the cellular material was administered to the patient. Therefore any risk for the patient could be ruled out.